Event description:
It was reported to philips that the system's geometry computer lost power, preventing geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.